Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited pacing impedance measurements of 2000 ohms during the implant procedure. Visual inspection of the lead showed no issues, and other lead measurements were good. A guidant technical services consultant discussed acceptable impedance values for high impedance leads, and that 2000 ohms was outside acceptable values. It was reported that connections with the alligator clips and psa cables were verified to be tight. The lead was not used.